Manufacturer narrative:
Review of the product history records indicates products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's right hip was revised due to metallosis. Patient was revised to a restoration modular stem and ceramic head (liner unknown). Patient complaints not reported to rep, and no other intraoperative findings were either observed by or reported to rep.